Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. After a day of treatment, the patient was more comfortable. On (B)(6) 2017, the patient's postoperative adverse symptoms disappeared. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported corneal edema with discomfort and fever following an intraocular lens (iol) implant procedure. The patient was diagnosed with endophthalmitis and treated with medication. Symptoms recovered. The lens remains implanted.